Event description:
The customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator and camera, and replaced the camera wiring harness. System operates as intended.(B)(4).